Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags alarm during priming. The home patient was connected during priming. Baxter's technical service representative instructed the home patient to dispose the set-up and start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.